Event description:
It was reported that the patient underwent a posterior spinal cervical procedure at c3-c7 with bilateral laminectomy, dome osteotomy and foraminotomy. Approximately 3 weeks post-op the patient underwent a debridement surgery and irrigation due to incision site infection, pyrexia, swelling and tenderness, levofloxacin hydrate was administered. The patient was discharged from the hospital 3 months post-op. No additional patient complications were reported.

Manufacturer narrative:
These parts are not approved for use in the united states; however, the catalog #s 6955834, 6955830, 6955832, and 6900240 with 510k # k043020 and k123906 of 'like devices' were cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945834 / lot: unknown part: g6945830 / lot: unknown (x3) part: g6945832 / lot: unknown (x2) part: g6900240 / lot: unknown (x2) although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: g6900240, w08e0195; g6945830, w07b3602; g6945830, w07d4373; g6945832, w07e5473; g6945834, w07e5476; g6950305, w08d1884; g7002527, w08c1176. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.